Event description:
The user facility reported that during a diagnostic bronchoscopy the user experienced a complete loss of image. The bronchoscope was withdrawn from the pt, and the procedure was completed using a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval confirmed that the image intermittently blacked out and the image flickered when the bending section was manipulated. There was no evidence of fluid invasion. The device passed the leak test. There were chips and scratches near the channel opening, and severe deep scratches on the insertion tube. The image difficulty was attributed to a damaged charged coupled device (ccd) which was replaced.